Event description:
Had lasik performed on both eyes in 2001. Recently, vision has deteriorated in right eye. Not knowing that the problem was, investigated having another lasik procedure and was told that I have a "coning" of the cornea. Described to me as keratoconus, but this I understand, starts during childhood. Actually have post lasik ectasia.